Event description:
A pt service representative contacted zoll customer support to report that he received a monitor that would not power up past the initial start-up screen. The pt service representative was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor will not power on) has been confirmed. As received, the monitor would not power on past the initial start-up screen. The cause of the monitor not powering on properly was unable to be positively determined. A root cause investigation is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the monitor not powering on. The pt service representative received a replacement monitor.